Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that during an impedance check the patient¿s healthcare provider (hcp) found impedances of 46 ohms on the left ins, and ??? On the patient¿s right ins. Technical services reviewed that it looked like the healthcare provider (hcp) did not run the battery status and therapy impedance during the session. Impedance was shown to be normal on the right ins. There were no symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.